Event description:
During f/u in 2000, an extended charge time was observed at capacitor maintenance. Several manual cap reforms were performed with an improved charge time. The cap reform was programmed to a 1-month interval and the pt was scheduled for eval in 1 month. During eval one month and a half later, a sudden drop in the battery voltage was observed. The decision was made to explant the device.